Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned acu-sinch® kit (part number 46-0001-s, batch 591759) was examined visually under magnification. The suture was broken and had two frayed ends. One end appeared visually more frayed than the other. One breakage of the suture appeared at a location along the suture where the suture was slightly bent or deformed but not at the knot location. It is unclear how or why the suture may have broken in-patient per the event description. No detail was provided about the loading condition; per the date implanted and date explanted data, the breakage and removal occurred within two weeks of the initial implantation. It is unclear if the patient was under any form of loading restriction during that post-op period. However, based on the information received the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10 and 3331. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records have not been reviewed. Based on the information received, the root cause could not be determined.

Event description:
It was reported an acu-sinch anchor was inserted into the patient to restore the ac joint. After the surgery the patient heard/felt a clicking sound and realized that the shoulder felt loose with pain. Upon inspection the surgeon realized the tight rope had broken. The surgeon opened the patient up it was confirmed the tight rope had broken where it goes into the screw. The surgery was completed with an unknown manufactures product. No other adverse patient consequences were reported.